Event description:
On (B)(6) 2013, ez way was informed that a pt was injured during a transfer in an ez way smart lift. It was reported that a sling loop slipped off of a sling hanger during the transfer from a bed to a wheelchair which caused him to tip out of the sling and fall. The pt was sent to the emergency room at 10:30 a.m. For eval and returned to the medical care facility at approx 1:00 p.m. The pt expired on monday, (B)(6) 2013, at 6:35 a.m., approx 44 hours later due to natural causes.

Manufacturer narrative:
An ez way rep visited the facility to investigate and examine the lift and sling. The device was found to be in good condition. The incident occurred because only 3 of the four sling loops were properly hooked to the lift. The ez way rep demonstrated how to properly hook up the sling and offered training.